Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the nasogastric tube was placed and an x-ray was done showing everything was okay. When they tried to remove the guide, it was impossible. They called gastro for help, but it still was not possible to remove the guide. There was no harm to the patient.